Event description:
On (B)(6) 2019, the user contacted dario to report high blood glucose readings. She indicated that prior to contacting dario, she was getting high blood glucose (bg) levels of between 470 mg/dl to 574 mg/dl. She had drunk 1500 mg of metformin based on the above readings at night, and in the morning went to the doctor's office, where they measured her bg level to be 114 mg/dl. The user compared the measurement to the dario meter which read 480 mg/dl. The user was sent home and was told to eat right away, so that her bg level will not drop too low as a result of her drinking too much medication. While on the call with dario's representative, the user reported that the strips cartridge may have been open for more than 30 days. As per dario's test strips labeling "use within one month from first opening the cartridge foil". The user was requested to open a new cartridge of strips and take a new measurement of her bg levels. Multiple attempts to follow up with the user were made, however, no response has been received to date. The high bg readings may have been due to the use of expired strips. Not enough information regarding old strips to investigate. No other product problem was reported. No resolution is available.